Event description:
Respiratory therapist was suctioning the endotracheal tube (#3) with the 8fr suction catheter. After 2 passes with the catheter, the catheter lodged near the bottom of the endotracheal tube (ett) while trying to pull the catheter, the catheter "snapped" in half inside the ett. The pt's heart rate decreased to 87 and oxygen saturation level decreased to 72% the physician pulled out the ett, the pt was manually ventilated with a bag valve device until reintubation occurred.